Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of knee pain and is post total knee. Surgeon wanted to go in and evaluate with orthoscope. Patient was found to have a free floating patella component. Opened knee and removed loose patella component. Patella prepared again, resized and cemented into place.

Manufacturer narrative:
An event regarding peg fracture involving a triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: the material analysis report concluded, ¿two of the patella pegs fractured in fatigue, while the third peg was substantially damaged, preventing analysis. The directions of peg fracture correlated to the wear observed on the articulating surface. No material or manufacturing defects were observed on the device features examined.¿ -medical records received and evaluation: the medical review stated, ¿if the patellar were subluxating as a result of malrotation of the tibial and/or femoral components that would explain the findings of the material analysis report and rule out factors of faulty prosthetic design, manufacturing, or materials.¿ -device history review indicated all devices accepted into final stock met specification. -complaint history review indicates there have been no other events associated with the reported lot. Conclusions: while the exact clinical cause could not be determined, the investigation concluded the patella fractured in fatigue.

Event description:
It was reported that the patient complained of knee pain and is post total knee. Surgeon wanted to go in and evaluate with orthoscope. Patient was found to have a free floating patella component. Opened knee and removed loose patella component. Patella prepared again, resized and cemented into place.